Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Upon visual inspection, there is debris inside the sterile packaging which is consistent with the appearance of porous coating and scuffed sterile pouches. All pouches were found to be cut open, which likely occurred during surgery and is not considered a product failure. The sterility, or breach thereof, cannot be determined as the product was returned opened, and the sterile blisters were not returned for evaluation. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of birth: january 17 in unknown year. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the vacuum packaging has lost its seal. Upon initial inspection the packaging was found to be torn and the sterile barrier was broken breaching sterility. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.